Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2014 and a topical skin adhesive was used. As the surgeon was squeezing the last bit of product out of the vial, it fractured and a shard penetrated the vial. There was no adverse consequence to the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.